Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. When asked for the concentration and dose of the dilaudid, the reporter stated that ¿it was .5 and now it¿s 1¿ without specifying if that was the concentration or the dose. The patient¿s medical history included cancer. The indication for pump use was malignant pain. On (B)(6) 2018 the patient¿s wife reported that the patient had a spinal leak and had to go back and get a blood patch after implant. She stated that the patient had cancer and was supposed to get a pump to be able to give himself boluses. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 09-apr-2018 from a healthcare professional who reported that the blood patch was performed on (B)(6) 2018. No further complications have been reported as a result of this event.